Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they were having issues with their therapy and became aware of the issue in october. Pt stated they had surgery yesterday and went to the hospital to get their leads rewired. Pt stated the leads on their right had gone over to the left and pt was feeling stimulation on under their ribs. Ps attempted to clarify if pt notified a representative about the rib stimulation but pt was very unclear. Pt noted their healthcare provider (hcp) urged them to meet with a representative to get reprogrammed and pt noted adjusting their stimulation wouldn't help. Pt noted they met with representative in october for adjustment/reprogramming and rep knocked it down a couple (ps understood this as rep decreased stimulation). Ps attempted to clarify again if they notified their representative about not getting relief or therapy issues and pt misunderstood and noted they were helpful to them. Pt noted they did a great job and it helped when they took it off for a day; pt also noted they didn't feel it on one side that needed to be stimulated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.